Event description:
It was reported that during an implant procedure, this pacemaker exhibited no pacing and high out-of-range pace impedance measurements greater than 3,000 ohms with the lead. Lead to header connections were verified, however there was no change. The pacemaker was removed and a second pacemaker was connected to the same lead with no complications, and the implant procedure was completed successfully. No adverse patient effects were reported. This pacemaker has been returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. -- the returned implantable pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Memory information was downloaded and reviewed and the battery status was confirmed to be at beginning of life (bol) as of march 24, 2022. Real-time electrograms showed the pacemaker stopped sensing and displayed noise when light pressure was applied to the case. An x-ray of the device did not identify any issues and, as such, the device case was removed to facilitate inspection and testing of the internal components. The printed circuit board (pcb) was removed and sent for detailed analysis. This analysis found an open connection on one of the electrical modules on the pcb. This was confirmed to be the root cause of the observed noise noted in the field and in the laboratory setting.

Event description:
It was reported that during an implant procedure, this pacemaker exhibited no pacing and high out-of-range pace impedance measurements greater than 3,000 ohms with the lead. Lead to header connections were verified, however there was no change. The pacemaker was removed and a second pacemaker was connected to the same lead with no complications, and the implant procedure was completed successfully. No adverse patient effects were reported. This pacemaker has been returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned implantable pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Memory information was downloaded and reviewed and the battery status was confirmed to be at beginning of life (bol) as of march 24, 2022. Real-time electrograms showed the pacemaker stopped sensing and displayed noise when light pressure was applied to the case. An x-ray of the device did not identify any issues and, as such, the device case was removed to facilitate inspection and testing of the internal components. The printed circuit board (pcb) was removed and sent for detailed analysis. This analysis found an open connection on one of the electrical modules on the pcb. This was confirmed to be the root cause of the observed noise noted in the field and in the laboratory setting. -- the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection identified no anomalies. Test fixtures were connected to the device via the ra and rv ports. No current was observed through the connections. Detailed analysis determined this device exhibited behavior consistent with an open connection on one of the electrical modules on the printed circuit board (pcb). This was confirmed to be the root cause of the observed high impedance measurements and lack of pacing seen during the attempted implant.

Event description:
It was reported that during an implant procedure, this pacemaker exhibited no pacing and high out-of-range pace impedance measurements greater than 3,000 ohms with the lead. Lead to header connections were verified, however there was no change. The pacemaker was removed and a second pacemaker was connected to the same lead with no complications, and the implant procedure was completed successfully. No adverse patient effects were reported. This pacemaker has been returned for analysis.